Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump begun scrolling and the insulin pump alarmed button error. Customer stated that the keypad was unresponsive. Customer also mentioned that the insulin pump has been dropped in the past. No further information reported.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratches and cracked display window.